Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have missing display segments due to a failed lcd module. It was also found that component l12 on the instrument board had broken off, the unit had damaged spring docking pins, and cosmetic damage inside the housing. A service history record review reveals that this unit was in the field for over five years with no previous reported issues related to this reported event.

Event description:
The customer reported that a square segment of the display is missing information. No consequences or impact to patient were reported.